Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) atrial and ventricular ports required replacement as the cable was unable to be clipped securely in. It was observed that the output connector assembly was broken. At analysis it was determined that the epg emergency key button did not work and the display backlight would not turn on. It was further noted that the upper case, lower case and keypad were scratched. The instrument was then decommissioned due to the expiration of service. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) atrial and ventricular ports required replacement as the cable was unable to be clipped securely in. The epg was returned for evaluation and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.